Event description:
This will be filed to report a complete clip detachment. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. Two clips were implanted with an mr reduction to grade 2. On (B)(6) 2023 the patient was admitted to the hospital for shortness of breath. A transthoracic echocardiogram (tte) was performed and it was noticed that one of the previously implanted clips completely detached from the leaflets and was located in the apex of the left ventricle (lv), causing mr to increase to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed the cause for the reported clip expulsion cannot be determined. The reported clip embolism is cascading effect of the reported clip expulsion. The reported dyspnea and recurrent mitral regurgitation (mr) appear to be a cascading effects of the reported clip embolism. The reported dyspnea, mr, and embolism, are listed in the instructions for use (IFU), as known possible complications associated with mitraclip procedures. The reported hospitalization and foreign body in the patient were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.